Event description:
Event description cpi received information that this endotak lead had exhibited low r-wave amplitude, the rate sensing portion was capped, and the high voltage portion remains active. Another cpi lead (0015) was added to the patient's system for the rate sensing portion.